Event description:
Customer reported via phone, she passed out due to low blood glucose and paramedics came to her home. Customer's blood glucose was below 50 mg/dl. Customer stated her low might have been caused by her exercising and her medicine. Customer mentioned she had hip surgery so her blood glucose was all over the place. Customer also had recent low blood glucose on (B)(6) 2015 below 50 mg/dl she declined troubleshooting and stated the device was working fine. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.